Manufacturer narrative:
The devices remain implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2005, three gore tag thoracic endoprostheses were implanted (lot#03618306, lot#03707783, and lot#03942563). Four days later, a fourth gore tag thoracic endoprosthesis was implanted lot#03744052).

Event description:
In 2005, three gore tag thoracic endoprotheses were implanted to repair a descending thoracic aortic aneurysm. Five days postoperatively, the pt presented with a type iii endoleak and a fourth gore tag thoracic endoprosthesis was implanted. The type iii endoleak was successfully repaired.